Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor hearing performance, discomfort, pain and numbness sensation around the implant site since (B)(6) 2023 (specific date not reported) leading to device non-use. Neural response telemetry was attempted; however, no measurements were obtained as the patient unable to tolerate the electrical stimulation. Impedance telemetry revealed high impedances in electrodes. Reprogramming attempts were also unsuccessful in alleviating the issue. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.